Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that one arm of the grasper broke off during use in a patient. The piece was quickly retrieved and there was no injury.

Manufacturer narrative:
(B)(4). The gbc250 sample was not returned to nn bridgeport and therefore could not be analyzed for root cause. The lot device history record for production batch ml-000434 was reviewed and no discrepancies were identified. All process control and inspection documentation in the DHR for ml-000434 was completed and accepted with no discrepancies. No corrective or preventive action is required.

Event description:
It was reported that one arm of the grasper broke off during use in a patient. The piece was quickly retrieved and there was no injury.

Manufacturer narrative:
Qn#(B)(4). The lot device history record for production batch ml-000434 was reviewed and no discrepancies were identified. All process control and inspection documentation in the DHR for the subject lot was completed and accepted with no discrepancies. Upon review of the subject device, the complaint description which states " ... One arm of grasper broke off..." Was confirmed. A de finitive cause for the reported complaint could not be determined. In the course of the investigation, the failure mode could be replicated on a similar device, by clamping the device over a pin and bending the jaw back over against the cannula tube of the instrument in a simulated mis- se of the device (e.g. Grasping of a suture needle and bending the jaw back over the cannula portion of the device). All other attempts to break the jaws were unsuccessful. The teleflex minilap IFU under "warnings and precautions, instruction point 7 states "minilap graspers should be handled carefully to avoid inadvertent damage to the instrument tip. Damage to the instrument tip includes but is not limited to, bent or severed grasper jaws. Instruction point 8 states "do not use the minilap graspers to crush or crimp surgical instruments". It is likely that the cause of the reported complaint was a mis-use of the device. No corrective action required.

Event description:
It was reported that one arm of the grasper broke off during use in a patient. The piece was quickly retrieved and there was no injury.